Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Tiger aesthetics medical was unable to perform an evaluation as the device was discarded by the customer. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device discarded

Event description:
Right-side late forming seroma.